Event description:
It was reported that a ebf02 and two ms512 were used during a laparoscopic splenectomy. It was reported by the affiliate that the ebf02 instrument caught fire (inflamed itself) twice during the surgery. Also the two ms512 both would not close properly. The operating room time was extended 15 minutes.